Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be related to challenging patient anatomy. The reported device damaged by another device (caused damage) was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional clip delivery system (cds) devices are filed under separate medwatch report numbers.

Event description:
This is filed for a device damaging another device. It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was restricted with anterior leaflet override. The first ntw clip was advanced and grasped the medial side of a2/p2. After leaflet insertion the mr was reduced to 2+. The first establishing arm angle (efaa) and lock line removal were successful. The second effa failed and the clip was open to 20 degrees and then the clip arms opened to approximately 30-40 degrees. Troubleshooting was performed and efaa failed again. An attempt was made to fully open the clip in order to remove it, however it would not open further than 30-40 degrees. After more troubleshooting the clip was able to close completely and pass efaa. The clip was deployed on the medical side of the a2/p2 and the mr was reduced to 1-2+. A second ntw clip was advanced. The clip made contact with the first clip, however caused no damage. It was observed while orienting the second clip, that the first clip had a single leaflet device attachment (slda). It detached from the anterior leaflet. An attempt was made to grasp lateral to the slda but grasping was unsuccessful and the clip was removed. Another clip was advanced to attempt to stabilize the slda and reduce the mr on the lateral side of the first clip. Grasping was attempted lateral to the slda and was unsuccessful in reducing the mr. Another attempt at grasping was made on the lateral side of a2/p2 and was successful with a reduction in mr to 2+. However, efaa failed multiple times despite troubleshooting, therefore the clip was removed. Clip was implanted on the lateral side of a2/p2 with a reduction in mr to 2+. Another clip was advanced to stabilize the first clip on the medial side. There were multiple unsuccessful grasps made medial next to the slda. It was noted there was a small posterior flail on the medial side of a3/p3. The flail was thought to have been caused by the fifth clip. The clip was deployed there. A total of three clips were implanted. There was no clinically significant delay in the procedure. On (B)(6) 2022, the patient returned to the hospital severe 4+ mr. The three clips implanted during the case are still stable on the leaflets, including the known slda clip .the mr jet is coming from the area of the slda clip. The patient is being referred and scheduled for mitral valve replacement surgery. No additional information was provided.